Manufacturer narrative:
The MFR. Submitted a number of medwatch forms to FDA in june, 1987 after conducting an investigation into an outbreak of septicemia at user facility hosp. At the time these reports were submitted, the MFR. Had no info. From the hosp. To indicate which pts, machine s/n's, etc., were afftected by the outbreak, and the MFR made that decision based on their investigation. On 7/14/1997, the MFR. Received medwatch forms from the hosp. Indicating which pts, machine s/n's, etc., had been affected. Because the reports submitted by the MFR. And the forms received from the hosp. Did not match in all cases, the hosp. Was notified on 7/18/1997 and preparer of the medwatch forms, confirmed that the incidents originally reported by MFR. As occurring on 11/27/1996. (1713683-1997-00283, 0597434c3) and 12/17/1996. (1713683-1997-00279), 0597430c3) were continued from an infection originally occurring on 10/29/1996.

Event description:
During dialysis treatment, pt presented with chills and temperature of 100.6. Blood cultures were taken and tobra administered. The pt was admitted to the hospital.